Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2012, a procedure was performed for a distal 3rd tibia shaft fracture. Patient was presenting with pain on an unknown date. X-rays were taken and surgeon reported a non-union. Patient was non compliant postoperatively. Patient underwent revision surgery on (B)(6) 2013. Surgeon explanted a 3.5mm locking compression medical distal tibia plate and screws. Plate was broken at the 5th screw hole from distal end portion. Patient was revised to an ex tibia nail. This was report 2 of 2 for (B)(4).